Event description:
A caller reported a malfunction on a pump, identified by a malfunction code that was resettable with technical support assistance. There was no adverse impact to the customer's blood glucose level. After receiving instructions for resetting the pump, the customer successfully resolved the issue and was advised to contact support again if the malfunction recurred.